Event description:
It was reported that the right ventricular lead was capped. Further information was requested however, was not provided.

Event description:
New information noted that the lead was capped on (B)(6) 2025 due to high capture thresholds and high pacing and defib impedance. There were no patient consequences.